Event description:
It was reported that during ventilation, the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported alarms for o2-concentration high were not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).